Manufacturer narrative:
Model number/catalog number: sc-8216-70, serial number: (B)(4), batch/lot number: 16620799, model/catalog description: artisan lead 70 cm.

Event description:
A report was received that the patient was unable to use the lead. It was noted that the lead was fractured as confirmed through x-ray.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure and was doing well. The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was unable to use the lead. It was noted that the lead was fractured as confirmed through x-ray.